Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a chinese female patient of unknown age. Medical history and concomitant medication were not reported. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), via a reusable pen (humapen ergo 2) 22 to 24 units twice a day, subcutaneously for the treatment of diabetes. Start date was not reported. On (B)(6) 2016, the patient had an issue with humapen ergo 2 since there was no kada voice (as reported) when injecting (product complaint (B)(4)/lot unknown). On an unspecified date, she was hospitalized due to she experienced high blood sugar (values not reported). She was discharged on (B)(6) 2016. Information regarding corrective treatment and outcome of the event was not reported. Human insulin isophane suspension 70%/human insulin 30% treatment continued. The operator of the humapen ergo ii was the patient and her training status was not provided. The general duration of use of the humapen ergo ii and the duration of use of the suspect humapen ergo ii was not provided but it was started in 2011 and stopped on (B)(6) 2016. If device was returned, evaluation would be performed. The reporting consumer did not know if high blood sugar event was related to human insulin isophane suspension 70%/human insulin 30% treatment or humapen ergo ii device. Update (B)(6) 2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. The product complaint (B)(4)/lot unknown was added to the narrative.

Manufacturer narrative:
Evaluation summary: a female patient reported the injection button of her humapen ergo ii device moved down without making clicking sounds. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient reported the suspect humapen ergo ii device was started in 2011 and stopped on (B)(6) 2016 (used between 4 and 5 years). The humapen ergo ii user manual states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of increased blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a (B)(4) female patient of unknown age. Medical history and concomitant medication were not reported. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), via a reusable pen (humapen ergo 2) 22 to 24 units twice a day, subcutaneously for the treatment of diabetes. Start date was not reported. On (B)(6) 2016, the patient had an issue with humapen ergo 2 since there was no kada voice (as reported) when injecting (product complaint (B)(4)/lot unknown). On an unspecified date, she was hospitalized due to she experienced high blood sugar (values not reported). She was discharged on (B)(6) 2016. Information regarding corrective treatment and outcome of the event was not reported. Human insulin isophane suspension 70%/human insulin 30% treatment continued. The operator of the humapen ergo ii was the patient and her training status was not provided. There was evidence of improper use as the device was used over the approved use life of 3 years. The general and suspect device was started in 2011 and stopped on (B)(6) 2016. The device was not returned therefore an evaluation could not be performed. The reporting consumer did not know if high blood sugar event was related to human insulin isophane suspension 70%/human insulin 30% treatment or humapen ergo ii device. Follow up will not be requested as the reporter (patient) could not provide the follow up information and reporter refused to receive follow up. Update 10-mar-2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. The product complaint (B)(4)/lot unknown was added to the narrative. Update 16-mar-2016: information provided by initial reporter on 14-mar-2016. It was stated that follow-up attempt was not successful, because the reporter could not provide the follow up information. The rationale of lost to follow up was added to the narrative. Update 29mar2016. Additional information received 29mar2016 from the product complaint safety database. To the device tab changed improper use to yes, added the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, entered the medwatch device information, and the narrative was updated accordingly. Edit 29-mar-2016. Added medically significant date for devices on general tab. Edit 29-mar-2016: upon review; sentence in general duration of use device paragraph was rewritten for reporting purposes (duration of use for specific reusable device did not apply). No other changes performed